Manufacturer narrative:
(B)(4). The opt944 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 nasal cannula was not returned to fisher & paykel healthcare in new zealand. Therefore, our investigation was performed based on the information provided by the customer and our knowledge of the product. Conclusion: we were unable to confirm what caused the ulcer on the patient's crown. However, based on our knowledge of the product, ulcers are often a result of incorrect set up. It was also reported by the customer that the opt944 nasal cannula was set up with a teleflex humidifier and breathing circuit. The customer is warned against the use of non-fisher & paykel healthcare approved accessories in our user instructions. The user instructions which accompany the opt944 nasal cannula contain pictorial instructions for setting up the nasal cannula it also states: to be used with "airvo/airvo 2/myairvo/ myairvo 2 humidifier with 900pt50x/55x/56x-series 2; or tube and chamber kit (e.g. (B)(4))". Adjust head strap to fit. Do not over tighten. The instructions also state that the interface is intended to be used "for delivery of humidified respiratory gases" and includes the following cautions/warnings: do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that the opt944 optiflow nasal cannula caused grade 3 pressure ulcer on the crown of a patient's head where the headgear tightening strap is placed. It was further reported that the wound was recognized and treated by the hospital staff. There were no further patient consequences reported.